Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for a semi-emergent procedure for an abdominal aortic aneurysm (aaa) with an alto stent graft system on (B)(6) 2025. The main body was placed via right approach. During the index procedure after 14 minutes of polymer fill, cannulation was performed via the crossover lumen, and the contralateral limb was deployed. Subsequently, the ipsilateral limb was also deployed. An angiography confirmed a type ia endoleak. The physician elected to implant a gore excluder cuff 28.5 (non-endologix) and the endoleak was resolved. It was reported two (2) days later on (B)(6) 2025, a follow-up confirmed there is an aortic dissection in the area where the alto main body was deployed. The patient is currently being monitored while an intervention is being discussed with the physician.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Per communication with (B)(4) (distributor) all information for the evaluation of this event that is available has been provided. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type ia endoleak (resolved) with additional endovascular procedure (non endologix cuff) and aortic dissection are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The clinical evaluation also shows reasonable evidence to suggest the proximal neck length was measured at 6 mm. The alto IFU requires a minimum proximal neck length of 7 mm which is considered off label neck. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated, h6: investigation finding codes: remove code 3233, h6: investigation conclusion codes: remove code 11.